Event description:
It was noted after the hospital started getting updraft 2 nebulizers, that the nebulizers were breaking after patient use. The breakage point was always the male oxygen port on the nebulizer itself. The supplier's vendor was contacted about the potential problems in the middle of october. The hospital collected 5 broken nebulizers that he picked up the first week of november. Since then, there have been 15 additional nebulizers that have been broken.